Event description:
Pulmonetic systems, inc. Received a report from service center on 8/12/2002. The report stated the following problem: defective motor board, turbine does not run. Unit was sent to service center for 2 years preventative maintenance.